Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that approximately two years two months post port placement procedure via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed. Reportedly, the catheter migrate inside the patient. The current status of the patient is stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Although the sample was returned for evaluation, two medical images were provided for review. The investigation is confirmed for the reported catheter fracture, migration and material separation and the identified wear and deformation issues, as the catheter is fractured and has migrated distally, a complete circumferential break was noted on the proximal end of the catheter segment that appeared elliptical in shape. The surface of the complete circumferential break on the proximal end of the catheter segment was noted to be round in one region and granular in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024), g3, h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years two months post port placement procedure via the internal jugular vein, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed. Reportedly, the catheter migrated inside the patient. The current status of the patient is stable.